Event description:
Information received cadd-legacy® plus pump 6500 had under infusion of 5fu drug. Patient returned the pump two days later as the infusion is to infuse over 46 hours but the cassette revealed 100 milliliters left in reservoir. Infusion ran over 48 hours with pump displaying 100 milliliters infused. Patient concerned pump malfunction or cassette malfunction.